Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Information indicates that the reported lead was originally implanted at a low location due to which the patient was experiencing ineffective therapy. The lead did not migrate.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective stimulation.troubleshooting revealed lead migration. As a result, surgical intervention was undertaken on 30 march 2023 wherein the lead was explanted and replaced to address the issue.